Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation and felt that the rectum would vibrate when the stimulation was high. High impedances were noted on the lead. The patient will undergo a revision procedure wherein the lead will be replaced.

Event description:
A report was received that the patient was experiencing inadequate stimulation and felt that the rectum would vibrate when the stimulation was high. High impedances were noted on the lead. The patient will undergo a revision procedure wherein the lead will be replaced.

Manufacturer narrative:
Additional information was received that the patients ipg was replaced due to the physician believing the patient would benefit from the additional programming. No malfunction was suspected.

Event description:
A report was received that the patient was experiencing inadequate stimulation and felt that the rectum would vibrate when the stimulation was high. High impedances were noted on the lead. The patient will undergo a revision procedure wherein the lead will be replaced.